Event description:
During an aortogram and runoff on a pt, the radiologist decided to use the 8mm x 40cm zilver stent to place in the left common iliac artery, having accessed the left common femoral artery. After the stent was deployed and a f/u angiogram was performed, a small perforation of the vessel was evident within the stent. A covered wall stent place over the perforated vessel and the procedure was declared a success.